Manufacturer narrative:
(B)(4). Investigation results: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 309.6 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 3 mm and appeared to be degraded. Examination under magnification confirmed the exposed glass tip had normal degradation. Light from the sma connector was distorted and minimal, indicating a fracture within the fiber connector. No other issues with the device were noted. The reported event was confirmed. Examination of the exposed glass tip under magnification confirmed the tip displayed signs of normal degradation. Additionally, light from the sma connector was distorted, likely indicating a fracture within the fiber connector. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on july 2, 2020 that a flexiva 200 laser fiber was used in an unknown procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the laser fiber stopped working halfway through. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.